Event description:
Medtronic legal received, information from the attorney of the family on may 20, 2024. The customer passed away on unknown date of death. Became hyperglycemic, to causing the death and an unknown alarm. It was not known, if the patient was wearing the pump at the time of passing. The last known product(s) for this customer are as follows: mmt-1780kpk, mmt-332a, unomedical and mmt-1780kl. No product return is required for mmt-1780kpk, no product return is required for mmt-332a, no product return is required for unomedical, product return was requested for mmt-1780kl and the customer response was, the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. This is 2 of 2 medwatch reports regarding this event. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.